Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter was powering off during use. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2011. As part of her diabetes regimen, the patient claimed she is on insulin. Due to the alleged issue, the patient denied taking any action regarding her diabetes regimen. The patient claimed she began to feel disoriented and shaky 3 hours after the alleged issue began. In response to her symptoms, the patient indicated she self-treated with food and/or drink. The patient denied testing on any other blood glucose device at the time of the alleged issue. At the time of troubleshooting, the cca noted the patient was not a first time user to the subject meter, the meter was not misused, and the meter needed no battery replacement. The patient was educated on the meter's behavior and auto-shut off; however the alleged issue was not resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k062195.